Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays a transducer fault alarm. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and the reported issue was confirmed but unable to be duplicated in a laboratory setting. The transducer fault (pt800) at power-up with the successful calibration indicates that the auto-zero solenoids can be slow to respond. This issue will be internally investigated within carefusion.